Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a bluetooth connection between transmitter and g5 mobile app issue occurred. Data was not provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined.